Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt does not have stimulation and she is unable to recharge the ipg. The sjm representative was unable to communicate with the ipg using multiple external devices. The pt had last charged the ipg 2-4 weeks ago. The pt will consult with physician regarding ipg replacement.